Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped during a shower, resulting in a cracked display screen and subsequent replacement of the device; blood glucose was reportedly not impacted, and the user later required assistance pairing a dexcom g6/g7 cgm to the replacement. Symptoms included no adverse clinical effects. Outcomes included the user continuing cgm use on a phone or receiver until the replacement was started and successful setup of the replacement device with cgm pairing support. Investigation included customer interviews, review of device use, and troubleshooting guidance for device startup and cgm connection. Investigation of this device revealed physical damage to the pump screen consistent with accidental impact, with no functional pump performance issue identified after replacement and successful cgm pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental dropping.